Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00749210 case subject: npi 8015 error 100.6130 account name: sutter tracy community hospital account #: 6636100 asset name: 8015ls v9.12.1.2 pcu domestic a/b/g r asset location: contact: paul griffith contact email: griffip@sutterhealth.org contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: paul had error 100.6130 on pcu 8015 sn (B)(4) after he upgraded pcu software to 9.33 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I step through system configuration with paul to reset the fault. After accessing system configuration, paul was able to turn on the pcu without 100.6130 error code. Ref:_00d30y0yr._5000l1k0vdx:ref